Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was able to press the green button, but the surgeon was not able to squeeze the handle and the stapler did not fire.